Manufacturer narrative:
Comp-(B)(4). The rns system remains implanted and programmed for use.

Event description:
The patient was implanted on (B)(6) 2022. Post op reports indicated he was doing well. No issues were noted during surgery. On (B)(6) 2022 the physician assistant notified neuropace that the patient presented with potential case of non-infectious perielectrode edema,. On (B)(6) 2022, the patient presented with facial swelling and a headache. The patient's caregiver reported he had been scratching the incision site. He was admitted and a CT was done. He was found to have a superficial wound infection. He was treated with IV antibiotics (vancomycinand rocephin). Infectious disease was consulted to determine oral antibiotics. The patient was back to baseline when he was discharged on (B)(6) 2022.